Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Device was not explanted.

Event description:
It was reported to nevro that a patient had experienced a hematoma following an implant procedure. The site was drained. There was no report of further complication.